Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Device was received with faded serial number label and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display did not returned. The device will be returned for the analysis.